Event description:
One of the instrument's prongs broke off into the interbody device as the surgeon was repositioning the device intraoperatively. The surgeon opted to leave the tip inside the patient. No patient injury was reported.